Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on the performa system compared to lab results within 8 minutes: 149 mg/dl (performa meter) and 70 mg/dl (lab). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.